Event description:
A patient underwent laparoscopic sigmoid resection procedure in 2009, without any complications. The patient continued to do well, until four days later, when the patient developed abdominal distention and decreased urine output. The patient was started on antibiotic, was given additional intravenous fluids and received a CT scan, which revealed a large amount of fluid in the pelvis and a smaller amount in the right upper quadrant suggestive of an anastomotic leak. The patient was taken to the operating room the following day, where the patient had a dismantling of her anastomosis due to a leak and a hartmann's procedure performed. There was seen to be a defect in the anterior wall of the anastomosis with the pollen ring anastomotic device visible in that defect and the anastomosis was completely separated. The patient was taken to the ICU to recover, suffering respiratory failure due to sepsis and possible aspiration at time of intubation.

Manufacturer narrative:
The implanted compression element (ring) that was evaluated by the manufacturer has been found in order, meeting its predefined specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. No corrective or remedial actions were taken - the current cumulative leak rate found with the use of the car27 device is within the low range reported in the literature for anastomosis devices.